Event description:
The customer's grandson stated that the customer was experiencing high blood glucose levels. The customer's blood glucose reading was reportedly over 500 mg/dl. The customer's grandson stated that the insulin pump alarmed no delivery. The customer took several manual injections of insulin, but his blood glucose remained high. It was advised that the customer be taken to the emergency room for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.